Manufacturer narrative:
If implanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis intraocular lens (iol) was fully inserted and was removed due to folding issue and a missing haptic. The procedure was completed with a back up lens. A vitrectomy was performed during the procedure. No injury was reported. The patient outcome was reported as unknown. No further information is available.

Manufacturer narrative:
Product investigation information was received, and the following fields were updated accordingly: information received that came in with product return. Patient date of birth (B)(6) 1953, 68 yrs. Old, right eye. The following fields are updated. Section a-2: date of birth: (B)(6) 1953, 68 yrs.old. Section d-9: device available for evaluation: yes section d-9: date returned to manufacturer: 12-nov-2021 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens had been cut into three pieces, which is consistent with a lens handled during removal. A detached haptic as well as a damaged haptic were also observed. Based on the return condition of the lens, no further product evaluation could be performed on the lens. The complaint issue detached haptic was confirmed; however, based on the fact that the lens was handled during removal, it cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. No nc/ER was found as part of this manufacturing records review. Historical data analysis: a search revealed that no other complaints have been received for this production order (po) number. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.